Manufacturer narrative:
The device is expected to be returned, however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple alarms occurred while customer attempting to load multiple cartridges onto the pump. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.

Manufacturer narrative:
Corrected data: b3 event date = 9-8-2020; b4 aware date = 9-8-2020.